Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the patient/layperson reported dropping their onetouch ultralink in the snow at 8:00 p.m. On (B) (6) 2010. After dropping it, the display appeared cracked with possible black marks. At 9:00 p.m., one hour after dropping the meter, the patient felt shaky and self treated with food and/or drink. No other medical intervention was required. Because, the patient developed symptoms that can be associated with hypoglycemia after the alleged issue occurred, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.